Event description:
It was reported that during an ablation procedure a rf wire was selected for use. During insertion, when the dilator and sheath were crossed over the versacross connect wire, the wire got stuck and would not advance. Upon removal, the wire was found to be damaged. The wire was replaced and a septal puncture was performed. When energization was attempted, an e301 error was displayed. Since energization occurred momentarily, the wire was removed, and the procedure was completed. The device is expected to be returned for laboratory analysis.